Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on 08/30/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness and infection (described as boil and abscess) underneath the sensor pod area only. The problem occurred 2 days after the sensor had been inserted in the arm. The patient was presented to the emergency department and underwent incision and drainage of the oil and wound cleaning. The patient was prescribed unspecified oral antibiotics. At the time of the call, the patient was okay with decreased redness and infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.